Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. MFR. Report#: 1627487-2015-23622. Additional information regarding this event was provided via user facility report# (B)(4). It was reported the patient developed a small amount of fluid that was withdrawn and indicated no infection. On (B)(6) 2015, the physician removed fluid from the ipg pocket and from the thoracic wound. On (B)(6) 2015, a huge recurrence was noted of the fluid and probability of cerebrospinal fluid (csf) leak. As a result, the patient underwent surgical intervention where her scs system was removed. It was reported fibrin glue was placed at the thoracic dural site and both incisions were tacked down and a lumbar drain was placed. Cultures were taken with no sign of purulence noted. The edges of the bone and muscles were scarred in from the "csf-oma" at the thoracic site. Follow-up information revealed the patient was placed on bed rest after the procedure until (B)(6) 2015. No further signs of csf leaks were noted and the lumbar drain was removed . The patient was discharged from the hospital on (B)(6) 2015. The patient is to follow-up with the physician in 2 weeks as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. MFR. Report#: 1627487-2015-23622. It was reported, the patient experienced swelling and fluid at ipg and lead incision sites. It was also reported the patient was prescribed ibuprofen. Follow-up information revealed a cerebrospinal fluid (csf) leak was observed. Subsequently, the patient underwent surgical intervention where her entire scs system was explanted which resolved the reported issue.